Event description:
(B)(4). The dealer reported that the tdxsp custom power wheelchair sometimes would not turn to the right, and would display a four flash error code alert. There was no patient injury reported.